Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system error 322 caused by loose switch bracket screws. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
A system error 322 alarm was found in the history log of a pump that was evaluated during a site visit. Any pt involvement, injury or medical intervention is unk.